Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 170 units and remained static; however, the customer reported that the cartridge may have been filled with slightly more than 480 units of insulin. There was no impact to the customer's blood glucose level. During a follow-up call, the customer confirmed that the insulin gauge began to decrease as expected during normal use.